Manufacturer narrative:
H4: device manufacture date: the lot was manufactured july 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph noted leaking fluid but the presence of a hole was unable to be visualized in the photograph. The reported condition of leak was verified. The cause of the condition could not be determined. Meanwhile, retention samples were visually inspected, and no obvious issues were detected. The retention samples were also gravity tested in the laboratory via methylene blue; then leak tested under water; no leak was observed. The condition was not verified in the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extension set was cracked and leaked. There was a small hole between the tubing and the plastic casing housing the filter. This was identified during priming with smof lipid. There was no patient involvement. No additional information is available.